Manufacturer narrative:
Based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
The coil has already been placed in the patient. It was not possible to detach the coil. The doctor tried to push and pull several times but the coil couldn't be detached. So the coil was resheathed and given back to the sales representative. Before and after this event several coils had been detached with the same cable and box in the same case. Note: the customer didn't check the coil; by connecting to the box; prior inserting into the patient.